Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. A transthoracic echocardiogram was performed and a pericardial effusion was observed. The physician alleged a cardiac perforation to be the cause of the event. Pericardiocentesis was performed to resolve the perforation and effusion. Additionally, the rv lead was repositioned to resolve the event. The patient was in stable condition following the procedure.